Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was used for an atrial fibrillation ablation procedure. Prior to the procedure, an air leak was observed in the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported.